Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an aortic valve replacement surgery and loss of capture was noted during the procedure. In addition, a remote transmission showed historical high atrial lead thresholds and occasional far field r-wave (ffrw) oversensing on stored electrograms. It was noted that the atrial thresholds were currently within expected range. The leads remain in use. No patient complications have been reported as a result of this event.